Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the peritoneal dialysis catheter was disconnected at the titanium joint junction. It was also stated that the device had a leak at the titanium connector. It was reported that there were many cases where the catheter was disconnected at the titanium joint junction. These cases were noted from different batches and different patients. There was no patient injury.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the peritoneal dialysis catheter was disconnected at the titanium joint junction. It was also stated that the device had a leak at the titanium connector. The doctor and nurse indicated that the issue was caused by the peritoneal dialysis catheter pipe wall becoming thin and brittle. It was also stated that they opened the titanium joint and removed the disconnected part or cut the leaking part to resolve the issue. The rest of the catheter was reconnected inside the titanium joint. The catheter has been in place for 6-12 months. The connector was tightened by hands and pliers. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the device was received in nine (9) pieces in eight (8) sample bags. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut-up tubing may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.